Manufacturer narrative:
The surgeon for the procedure provided the following additional information regarding the reported event: per the surgeon, the leak was identified due to unspecified changes in the patient's condition. It was unknown if the patient presented to the hospital with symptoms. It was unknown if there was a post-operative complication, such as blood loss or infection. On the date the procedure was performed, there were no initial reports of patient injury or a malfunction of a da vinci system, instrument, or accessory. The leak was addressed with another surgical procedure. At the time the additional information was received, the patient was hospitalized in the ICU. It was unknown if the manufacturer for the 3rd party stapler was contacted regarding this issue; the other manufacturer is covidien.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the postoperative complication cannot be determined. No intuitive surgical, inc. (Isi) stapler was used during the procedure. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted total gastrectomy procedure, a patient developed a major leak from the duodenal segment. They underwent a second operation to address the leak 20 days after the initial procedure. The area of the leak was stapled via the use of a 3rd party stapler. No malfunction of a davinci system, instrument, and/or accessory was reported or alleged. No intuitive surgical, inc. (Isi) stapler was used during the procedure. Isi contacted the site for additional information; however, at the time of this report, no further details had been provided.